Event description:
It was reported that the customer's sensor had a needle anomaly. The sensor detached. His/her blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
One opened/used enlite sensor was inspected and sensor cannula was retracted inside the sensor base, unable to confirm if customer received sensor in said conditions as it was returned opened/used. Insertion needle was also inspected and no defects were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.